Manufacturer narrative:
The user reported that the system displayed results different from glucometer measurements.the escalation response confirmed a premature sensor replacement alert. Such early alerts are typically associated with glucose indicator oxidation, which can lead to system instability and inaccurate readings. In an associated case where user received early sensor replacement alert, the sensor was tested in-house, the investigation analysis was inconclusive due to a significant portion of missing hydrogel over the optics. The hydrogel is most likely to have been damaged during the removal procedure due to excessive force applied by the removal clamps and is not related to the customer's issue. The in-vivo data confirms the complaint with diminished signal throughout the insertion period. The system correctly disabled the sensor when it detected the performance failure, and the system's self-test functions were working normally. The root cause of the performance failure was due to the sensor's hydrogel oxidation.the user was offered a sensor replacement as a resolution. B4. Date of this report 09 sept 2025. G3. Date received by the manufacturer? 09 sept 2025. H3. Device evaluated by manufacturer? Yes. H6. Type of investigation updated to 10. H6. Investigation findings updated to 3231. H6. Investigation conclusions updated to 4307.

Event description:
Senseonics was made aware of an incident where the patient complained of inaccurate sensor reading the patient observed measurement deviations between cgm and blood glucose (bg) and provided the below set of examples for review. Date time sg value bg value: a. On (B)(6) 2025, 7:30 a.m. / sg 300 bg 223 / the customer couldn't tell me how the trend arrow was going. B. On (B)(6) 2025 8 a.m. / sg 180 bg 220 / the customer couldn't tell me how the trend arrow was going / no value 30 minutes, because of early sensor replacement alert. The system identified instability resulting in early sensor retirement. A return material authorization (RMA) for the sensor replacement due to possible deviation in the system performance from the normal behavior.

Manufacturer narrative:
The manufacturer is currently performing investigation and the results will be provided in the supplemental report.